Event description:
It was reported that during service and repair pre-testing, it was observed that the universal battery charger device had no power. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the power supply was damaged. Therefore, the reported condition was confirmed. It was determined that this was due to wet battery devices being placed into the device, causing the power supply to fail. The assignable root cause was determined to be due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.